Manufacturer narrative:
The facility did not request service. No parts were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The root cause is unk. (B)(4).

Event description:
A lead practitioner reported that foreign bodies were found in the eyes of two pts during surgical procedures. For this pt, the foreign body was described as clear, hard material like "perspex", not brittle like glass. The foreign bodies were like microscopic crystallized atoms seen prior to phaco procedure while using the irrigation setting on the console. The pt was treated intraoperatively with additional antibiotics, and the eye was flushed with a saline solution using the handpiece. The same saline solution bags were used for both pts and unspecified doses of adrenalin were added using unfiltered needles. The same lot number of viscoelastic was used in both pts, but the reporter does not believe the foreign material is related since this was used after the foreign material was discovered. The pt outcome was reported as good. There are two medical device reports associated with these events; this report is for the second pt.